Manufacturer narrative:
Referring to the product inquiry the k-wire is the only reported device and thus considered the primary product. The k-wire was not returned for evaluation due to ¿hospital policy¿ according to information received. Review of the DHR / inspection records for the reported wire revealed no discrepancies; the device was documented faultless prior to distribution. In absence of the product in question and only based on the limited information given a reasonable investigation and root cause analysis is not possible; the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by a sales rep, that a broken k-wire occurred yesterday. It was a 3.2 x 45 mm k-wire that broke off into the patients femur. However they were able to recollect it afterwards and get it out of the patients body. The tip of the actual k-wire that is threaded and drilled in broke off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported by a sales rep, that a broken k-wire occurred yesterday. It was a 3.2 x 45 mm k-wire that broke off into the patients femur. However they were able to recollect it afterwards and get it out of the patients body. The tip of the actual k-wire that is threaded and drilled in broke off.